Event description:
Hill-rom technical support received a report from the account stating the left head rail will not latch in the upright position. The bed was located in the shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Through trouble shooting over the phone the hill-rom technician found the head support arm to be the cause of the siderail not latching. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Check the inside rail and ensure that it latches properly. Adjust if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2005 and 2009. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom service technician explained that the part to resolve the issue is obsolete so no repair will be done. Based on this info, no further action is required.